Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having trouble connecting the sensor and being in auto mode. The customer indicated that he did a self-test on the transmitter and active insulin was updating, but then the insulin pump had a power loss alarm. Blood glucose value is unknown. Troubleshooting was declined. The insulin pump will not be returned for analysis.